Event description:
Medical affairs spoke to pt and based on the info that they had provided, this case is being reported as an adverse event. Pt was having symptoms where they was not able to focus mentally, they was feeling unbalanced, disoriented and felt sick all day. Each time they would test their blood sugar, they would obtain a high reading. Pt took insulin based on a sliding scale. Late that night around 11:00pm, pt tested again and obtained a 388mg/dl. Their spouse did not want to take chances at night, so spouse decided to take the pt to the e.r. In the e.r., they tested the sugar on a hosp meter and obtained a 33mg/dl. Pt was treated with food and juice and was in the e.r. For an hour. Pt claims on the day of the incident they ended up testing their sugar 20 times, because of the high readings. Pt did not have control solution for customer service to check the test strips.